Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, decreased sensing was observed. The physician noted this was due to a myocardial infarct at the location of the lead tip. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. There were no adverse consequences to the patient and the patient condition was good after the event.